Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. The x-ray inspection showed a bent lead distal end region in the implanted state. The destructive analysis of the returned lead revealed a fractured inner conductor coil in the distal end region. The fracture most likely resulted from mechanical stress due to bending forces. The fracture is assumed to be the root cause of the observed electrical issues. Furthermore, several cuts into the insulation were found, which probably occurred during the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that 4 weeks after the implantation impedance >3000 ohms, loss of sensing and loss of capture occurred. The lead was explanted. During the explant procedure a kinked lead tip was noted. Should additional information be received, this file will be updated.